Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the probe broke when it was accidently touching the metal cup of the uterine manipulator. The device fragment was successfully retrieved from the patient using a grasper. No error message was observed when this occurred. The intended procedure was completed using another similar device. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. If additional information or if the device is received at a later time, this report will be supplemented accordingly. See scanned page.

Manufacturer narrative:
This supplemental report is being submitted to update lot# to k4820, correct to malfunction, and to provide the device evaluation results. The evaluation confirmed the reported event of a broken probe. The distal end of the device was inspected under a microscope and found the probe detached and that the missing portion was not returned. A probe check was performed and the device failed. Error code u509 was observed. A visual inspection of the teflon pad found it to be in good condition, with normal wear.